Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation duration of approx. 50 months it was reported that the lead was replaced due to oversensing with inappropriate shock delivery.